Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number: (B)(6), identified an internal driveline issue that could have contributed to the reported pump stops on battery power, which was confirmed through the evaluation of the submitted system controller log file. A specific cause for the report of acute right heart failure could not be conclusively determined through this evaluation; however, it was reported that it was a result of the operation, which was indicated due to the electrical issues related to the lvad. The submitted log file captured several pump stops and low speed advisory/hazard events on (B)(6) 2020, on (B)(6) 2020, and on (B)(6) 2020, while the system controller was connected to 14 v li-ion battery power. Low flow hazards were also observed during these events, associated with low speed hazards and the estimated flow decreasing below the low flow threshold of 2.5 lpm. It was reported that the patient underwent an hm ii to hm 3 exchange on (B)(6) 2020. It was noted that an rvad was implanted in the operating room post-lvad exchange, which was deemed essential after a failure to wean off cardiopulmonary bypass due to a hypokinetic right ventricle causing acute right ventricular failure. The stress created on the right ventricle was a result of the operation, which was indicated due to the electrical issues related to the lvad, thus indicating that the right ventricular failure was a result of a complication from the lvad. The plan of care was to continue to support the patient until they are stable enough to begin weaning the therapy. The patient was still in the ICU on multiple IV medication support and continuous dialysis in addition to the vads. Vad-20717 was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. The remainder of the driveline was returned in segments measuring approximately 1¿, 1.5¿, 15¿, and 16.5¿. The outer silicone jacket and bionate layers of the driveline revealed no evidence of damage. Internal metal braided shield breakdown was observed approximately 5.5¿ through 7¿ from the pump housing. Metal braided shield breakdown was also observed along the external portion of the driveline with severe breakdown approximately 8¿ through 12¿ from the controller connector. Visual inspection of the underlying wires of the driveline revealed breaches in the insulation of the black, red, orange, yellow, and green wires approximately 5.5¿ through 6¿ from the pump housing, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of wires from any two different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have contributed to the pump stops and low speed events observed in the submitted log file. The relevant sections of the device history records for vad-20717 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii lvas patient handbook lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. This IFU contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas IFU section 6 entitled ¿patient care and management¿ outline indications of driveline damage as well as how to respond to such events. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No additional information was reported. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's history of short to shield was reported in MFR report #2916596-2018-03788, 2916596-2019-02231. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had power cable disconnect alarms while at home. A log file was sent in for review and found 32 pump stops and 22 low speed advisories through (B)(6) 2020. It was reported that the patient had a known short to shield with an unshielded cable at home. It was also reported that the patient stays on batteries 24/7 as a result. The patient was admitted to hospital and inotropes (epinephrine) were initiated. The pump was exchanged on (B)(6) 2020. It was reported that the pump exchange resolved the short to shield, it was also reported that the patient had a temporary rvad (right ventricular assistive device) placed. The rvad was a centrimag device. It was reported that the rvad was implanted post lvad exchange procedure in the operating room. This was deemed necessary after a failure to wean off cardiopulmonary bypass due to hypokinetic right ventricle (rv) causing acute right ventricular failure. The stress created on the rv was a result of the operation which was indicated due to the electrical issues related to the lvad. No alarms or issues were reported with the rvad device. The plan of care was to continue support until the patient is stable. The patient was placed in the intensive care unit with intravenous medication support as well as continuous dialysis in addition to the vad (ventricular assistive device) devices.